Event description:
Dexcom failed to report catastrophic failure in a timely manner and alert users and myself of dexcom cgm outage for the follow app, which allows users and caretakers to get blood glucose readings for themselves or to ¿the their¿ caretakers. All users are affected. The dexcom company alerted users hours (approximately almost 8-10 hours after the failure) and did not have a proper backup plan or disaster recovery in place to restore life dependent services back to the users. I first noticed the outage on november 29 at approximately 10-11pm. Dexcom has failed to bring serv ices back online services back online services for the app have not come close to industry standard for a medical device in reliability, uptime, or availability. My caretakers were unable to receive alerts properly and were not able to aide me in being proactive in treating my glucose irregularities during this catastrophic outage. Link to dexcom outage page on (B)(6). Sue to catastrophic system failure and no redundancy dexcom has failed on numerous occasions to provide highly available redundant infrastructure to this life dependent platform for diabetes and caretakers. FDA safety report ID # (B)(4).